Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 52mg/dl. Customer did not want to troubleshoot for low blood glucose level. Customer stated that he was able to eat something to bring his blood glucose level up. Insulin pump will not be returned for analysis.